Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 31 march 2020: lot 1810370: (B)(4) items manufactured and released on 14-mar-2019. Expiration date: 28.02.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 1 month and a half after the primary surgery due to ligament laxity causing instability. The surgeon revised the insert for the same size insert.